Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. (B)(4). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. This report is for the second device used on the patient; see MDR no. 3013394970-2018-00575 for the first device reported that was used on the same patient.

Event description:
The user facility reported that the while using an angio-seal device after a ptca (percutaneous transluminal coronary angioplasty) procedure, the placement dilator was ok with a normal flush. While sliding the tube with the collagen component, there was resistance, therefore it could not be properly placed. A second angio-seal device 8f was opened, to change the sheath over the wire, but the wire could not be put in place properly. There was a weak flush at this point. In addition, the second collagen component could not be placed. Everything was taken out for manual compression. Hemostasis was successfully achieved. After removal of the sheath, a kink was observed at the distal part. The patient was stable and had no reported problems.

Manufacturer narrative:
Race - (B)(6). One carrier tube assembles, one arteriotomy locator and one hemostasis sheath was returned for evaluation. The carrier tube was returned with a detached bypass tube. The collagen was still held within the distal portion of the tube but was not swollen. The anchor was exposed. The arteriotomy locator was found to be slightly curved upon receipt. The hemostasis sheath was kinked and deformations on the outer surface could be visually seen. For functional testing a carrier tube from another lot was inserted into the hemostasis sheath and was able to slide and lock without any anomalies. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off axis insertion or external resistance caused temporary kinking of the hemostasis sheath which led to the reported event. However, the exact cause of the reported event cannot be definitively determined.